Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was observed that there was an alignment problem on the tip of the prograsp forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of alignment problem on instrument tips. There was no trouble found during visual inspection. The grip tips show no damage or misalignment. Failure analysis investigation found the instrument's grip cable to be frayed. The grip cable was frayed at the distal pulley. Small frayed strands were observed to be sticking out at the wrist of the instrument which measured approximately .071 in length. The grip cable was also derailed. The grip close cable was seated on the outermost pulley and grip close cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.